Event description:
A nurse reported the infusion line was slipping out of trocar; not fitting correctly during a procedure. The product was exchanged for a new one and the case was completed without pt harm.

Manufacturer narrative:
The customer did not retain a sample for this complaint report; functional testing could not be conducted. The customer's complaint history was reviewed for the period of one year; this is one of five complaints for this issue. There have been no add'l complaints reported against the finish goods lot and the device history review shows the product was released per specs. The root cause is unk. An internal investigation has been opened. (B)(4).